Event description:
It was reported that pump displayed malfunction code 9 with associated fault ID, but no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support helped customer reset pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned.